Event description:
It was reported that (1) pxw35 was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon uses a technique of lifting up the skin and pulling back when the surgeon reverts for placement of the next staple. During this procedure several staples did not close completely. It is unknown how the case is completed. There was no consequence to the pt.